Manufacturer narrative:
(B)(4). The investigation of the complaint has been completed. No parts were returned for our investigation. The evaluation of the received device logs showed that after the start of the nebulizing program, a software error alarm indicating failed handling of remaining nebulizing time, were generated four times in a row. This prompted automatic restarts of the breathing sub-system to rectify the detected problem after each of these software error alarms. After four unsuccessful restarts with persistent inability to handle the remaining nebulization time, the ventilator per design, subsequently generated a technical error code indicating disabled valves. The conditions causing this problem were lost when the ventilator manually was turned off, and on again (rebooted), which indicates that the cause was a temporary corruption of data, or data that was momentarily perceived as corrupt, by the breathing sub-system at the time. In conjunction with the four unsuccessful restarts attempts, the breathing sub-system could not connect to its persistent memory which has parameter information stored. In such situations, the ventilator will by design start up in infant patient category with default settings.

Event description:
(B)(4).

Manufacturer narrative:
12/03/2015 10:15 am (gmt-5:00) added by (B)(4): further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that while the ventilator was connected to a patient it generated two technical error codes and shutdown soon after the nebulization procedure was started. One technical error code indicated disabled valves and the other indicated an error in the internal memory. The ventilator was replaced with another one. A nebulizer was connected to the ventilator and in use at the time of the event. There was no patient harm. (B)(4).